Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (objective lens broken).

Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens unit was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens unit. In addition, we confirmed that the insertion flexible tube (ift) coating damage, the light guide cable coating damage, the suction channel buckled, the angle wire stretched, the segment disconnected segment clip, the bending rubber leak, the lg root brace rubber cut, the objective lens unit scratched, the air/water nozzle dirty, the air/water channel dirty, the lcb distal cover glass dirty, the air/water nozzle loosened, the junction case loosened, the lg prong top loosened, the segment hard to move, the insertion flexible tube (ift) lump/wave, and the light guide cable lump/wave; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.